Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 12/02/2009, that a customer had an issue with a foley catheter. It was reported that the customer reported discoloration of the bag, and the pt expired while the catheter was in place.